Manufacturer narrative:
G3: was inadvertently left blank, the correct date for g3 is 5/10/2021.

Event description:
Healthcare professional reported an unspecified side rupture that was discovered upon implant exchange due to the patient's concern with textured product. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange due to the patient's concern with textured product. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unspecified side rupture that was discovered upon implant exchange due to the patient's concern with textured product. The device has been explanted.